Event description:
It was reported that an overinfusion of heparin occurred. The pump was set for 10cc/hr. It was noted that 250cc had infused in 3 hrs. There was no pt consequence.

Manufacturer narrative:
MFR's report date 12/24/97. The pump was rec'd and was visually and functionally tested. The instrument was dirty and had evidence of being dropped. The pump was functionally tested and found to freeflow on one channel. Additionally, we confirmed the reported freeflow when the instrument was placed on standby/stop mode. Further eval revealed the motor mount screw was broken which caused the rate accuracy and freeflow failure. It is suspected that the screw had been overtorqued and at some point snapped off. It is unk if age or impact damage contributed to the screw failure. Although we were unable to determine the exact root cause of the broken screw, we have determined that this occurrence is a random failure.